Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the philips heartstart mrx defibrillator, indicating that the etco2 function of the device is not working. There was reportedly no patient involvement. Based on the available details, the device was evaluated by the fse who observed that the etco2 was not functioning and showing an overdue calibration. An attempt was made to resolve the issue by calibrating the etco2, but it failed. Additionally, it was found that the etco2 pump was non-functional. The device has not yet returned to full functionality and remains non-functional. The unit is still under breakdown as a part is awaited. As a result, an etco2 module has been ordered to address the problem. Based on the information available, the potential cause of the reported problem was a component failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the reported issue, an etco2 module was ordered. It has been concluded that no further action is required at this time. However, if additional information is received, the complaint file will be reopened.